Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both of the reclaim distal reamer extension handles have one of the two metal nubs broken off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. The initial reported stated the product would not be returned. A search of the complaints databases has identified a trend of this issue, reference (B)(4). Previous investigations/evaluation by depuy metrology, materials science, product development confirmed the issue, but found the products were made to specifications. A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. Eco416771 design validation was implemented on (B)(4) 2013. Depuy product development is currently in process of redesigning the instrument to update the design and bolster its durability. The investigation could not verify or identify any product contribution to the reported event with the information provided. Monitor through trend analysis per scp-1405.